Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Testing of the returned battery pack was performed. Evaluation confirmed the reported issue. During functional testing, the battery pack was found to be non-operational due to fully depleted cells.